Event description:
On (B)(6) 2005 - pt underwent appendicitis surgery and later developed abdominal hernia which was repaired with composix kugel patch. On (B)(6) 2007 - pt started experiencing pain. On (B)(6) 2008 - pt admitted to hospital for unk reason, however, pt's condition improved after abstaining from eating and placing an ileus tube. However, the pt suffered from severe pain recently and the examination found that one side of the patch was bent toward abdominal and adhered to large intestine. On (B)(6) 2010 - bent portion of the patch and a portion of the large intestine were removed from the pt. During the surgery, the internal recoil ring was removed completely and some of the external recoil ring was removed from the patch. The remaining patch was placed properly, so the patch was left in pt and the procedure was completed. The condition of the pt is stable after the procedure.

Manufacturer narrative:
The section of subject product was returned and evaluated. The returned section, approx 1/5th of the patch, has a 90 degree bend toward the eptfe. The ring section, reported to have been removed as part of the repair procedure, was not returned. This MDR includes all pt, event and device info davol has received to date. It is unk whether or not the device may have caused or contributed to the event and we cannot determine what caused the patch to bend in the manner in which it did. No definitive conclusion can be drawn at this time; however, the most probable cause could be improper fixation along the area that was eventually removed three years post-implant.